Event description:
It was reported that the pca button was unresponsive. The event occurred during patient use at the facility. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was an anomaly in the component the dose cord connector. The dose cord connector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.